Manufacturer narrative:
Additional narrative: (B)(4). Correction: please note that the patient codes and device codes have been updated to reflect the new information that was received and findings in the completed evaluation. During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that the event occurred before use on the patient, and not during the procedure. Therefore, the original complaint of the device not working during an unspecified surgical procedure has been updated to not reportable. However, the device was returned for evaluation and the some of the findings in the evaluation met the criteria of reportable malfunctions. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was that the device was not working was confirmed. An assessment was performed on the device which found that the locking components were damaged. It was noted that the slats were broken and abandoned, the clutch was worn, and the teflon seal was damaged. It was also noted that the device failed pre-repair diagnostic tests for safety, temperature, sound, oil leak, and rotations per minute (rpm). The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the motor device was not working. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.